Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with an unknown breast prostheses. It was identified that the left side was concave and drooping. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 10/13/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the correct lot number and serial number for the concomitant device was: lot: 6504066 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device no fluid. Yellow material was observed within the device. During initial evaluation a crease was observed on the anterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed a rent within the crease, measuring approximately 0.1 cm. No other anomalies were discovered. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The device history record (DHR) for the lot number 6507633 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. A complaint of ptosis and capsular contracture in the breast was reported. With the information provided, product evaluation concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/20/2018, mentor became aware that the suspect medical device was mentor smooth round moderate profile 325cc saline, catalog: 3501650, lot: 6507633, sn: (B)(4). Mentor became aware that the patient underwent removal and replacement on (B)(6) 2018. On 9/21/2018, mentor became aware that the correct date of implantation was (B)(6) 2011. Mentor also became aware that the concomitant device was mentor smooth round moderate profile 325cc saline, catalog: 3501650, lot: 6507066, sn: (B)(4). In addition, mentor became aware that the patient also experienced left breast prosthesis deflation and capsular contracture. It was also discovered that the patient was going to be using non-mentor implant replacements. On 9/29/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).